Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that for the past 2 weeks, the infusion device delivers too little insulin and makes abnormal noises and his blood glucose has been elevated in the evening as a result. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.